Manufacturer narrative:
Investigation summary: no further information provided by customer despite several attempts to contact. Root cause: insufficient info. Source: phone.

Event description:
Reported one false positive sars result. The customer communicated the result tested negative by molecular (pcr testing).